Manufacturer narrative:
A field service engineer (fse) visited this site and replaced the reference valve. The fse primed and calibrated the system without incident. No further ise issues were observed after replacement of the reference valve. The manufacturer's reference # for this event is (B)(4).

Event description:
A customer reported they generated low sodium results on their au480 analyser. The customer stated they had generated 4 low sodium results however no specific examples of low results were provided. The customer stated these results were not reported outside of the lab and that there was no change to patient treatment. The customer stated that all calibrations and quality controls were within range.